Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 306001, lot# unknown, product type: screening device. Product ID: 309201, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that¿the patient stated there was burning and heat in the lower back of their body. Additional information was received on (B)(6) 2021 stating that the patient stated that it felt a little hot on the right side "were" the lead was. Patient turned the stimulation down to 0.5 and the hot feeling went away. More additional information was received on (B)(6) 2021 indicating that the patient stated they are usually a little disoriented after the changing of their port. ¿no further complications were reported at this time.